Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. The patient has been in atrial fibrillation (af) and the ventricular pacing (vp) in increasing. The battery longevity decreased from 11 years to 7 years in approximately 5 months. No adverse patient effects were reported.